Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen to have their device deactivated as they were entering hospice care. The patient's clinic used a magnet to suspend therapy. The clinic reported that after the magnet was removed, the device could still be heard beeping. The local boston scientific field representative (fr) performed a device interrogation. Upon interrogation, the device indicated that it still detected the presence of a magnet. The fr called boston scientific technical services (ts). Ts discussed with the fr that the device likely had a magnetic reed switch that was stuck. The fr indicated that the device was reprogrammed to not beep in the presence of a magnet. The device was then successfully deactivated. The patient was then transferred to hospice care and subsequently passed away. The fr was unaware if the device would be explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.